Event description:
Per medwatch report#: mw5145184; it was reported that during a surgical procedure, the bur broke. It was also reported the event caused an unknown serious injury. No further information was provided.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : product status unknown.

Event description:
Per medwatch report#: mw5145184; it was reported that during a surgical procedure, the bur broke. It was also reported the event caused an unknown serious injury. No further information was provided.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : awaiting for device return to manufacturer.